Event description:
It was reported that while the device (a transfer bag/freezing bag set) was in use at a cord blood processing facility, a leak from the freezing bag component of the device was detected as follows: previously collected umbilical cord blood had been transferred into the transfer bag component of the device. After the initial centrifugal stages of processing, the transfer bag containing the cord blood was placed on the orbital mixer and cyropreservative was added via syringe pump. The unit was then hung so that the cord blood drained from the 200 ml transfer bag into the freezing bag without incident. The unit in the freezing bag was then transported to the area of the laboratory dedicated to the freezing process. When the unit was taken out of the bin for freezing, it was noted that the cord blood was leaking through a small hole in the freezing bag. The unit in the freezing bag was immediately returned to the part of the laboratory dedicated to processing, the freezing bag contents removed and transferred into the transfer bag component of a new device (trasfer bag/freezing bag set). The unit was drained from the new transfer bag into the new freezing bag, a frozen without additional incident. A total of 4 ml of sample was lost in the transfer/leak. The laboratory manager commented that the difference in texture of the bag makes it very difficult for the technician to get a proper seal.

Manufacturer narrative:
Device evaluation begun, but not yet completed.